Manufacturer narrative:
Concomitant medical products: product ID: 6935-65, lead, implanted: (B)(6) 2012.

Event description:
It was reported that the device had premature depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performance and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.